Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to inoperable key #1. Service evaluation verified the inoperable key #1. Evaluation determined the cause was a failed input/output printed circuit board which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, it was found the device had an inoperable number 1 key. No additional information is available.